Manufacturer narrative:
(B)(4). The lot was manufactured from december 2, 2014 ¿december 3, 2014. The device was received for evaluation. Visual inspection identified that the volume inside of the device indicated that it was initially flowing. A syringe was connected to the device's tubing, and fluid was found to flow into the syringe. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow when the blue winged luer cap was removed. This was noted before patient use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.